Manufacturer narrative:
Device manufacture date not available at time of this report. Software investigation finds the issue was due to a bent registration probe. Software functioning as intended. System functioning properly.

Event description:
A medtronic ent representative reported that the inav system was tracking the env registration probe and frame with green status, but that the camera did not appear to recognize either of the env suctions or the ostium seeker. The probe status bar continued showing the registration probe even when it was out of the field and another instrument was being shown. The case was completed with the use of the stealth. There was no impact on the patient outcome.